Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing painful stimulation and their ins implant site was tender to the touch. It was noted that they were doing pilates and the pain started; gradually the stimulation had become painful. Troubleshooting found that the stimulation was currently on program 3 at 0.9. They decreased stim to 0.0 and stated that the pain was lessened but was still there. They turned stimulation off and noted that the pain was less, they did not hurt, but the ins implant site was tender to the touch. It was recommended that they follow up with their healthcare provider, and they noted that they would leave stimulation off until then. No further patient complications are anticipated or expected as a result of this event.